Manufacturer narrative:
Zimvie received one (1) uniht, (titanium hexed uniscrew) for evaluation. Visual evaluation was performed, a fracture has been identified at the threads. This complaint refers to the one uniht of two. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the [uniht] dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/product holds for the reported product for similar event. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation were - missing or confusing instructions for use - torque applied during placement/ seating exceeds recommended value therefore, based on the available information, a device malfunction did occur. The fracture has been identified at the threads. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported patient came with mobility on crown the screw were fractured. New screw placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided; patient weight unknown / not provided; lot/serial # unknown / not provided; device expiration date unknown / not provided; device UDI number unknown / not provided; device manufacturer date unknown / not provided.

Event description:
It was reported patient came with mobility on crown 29, the screw was fractured. New screw placed.